Event description:
Pt's meter would not power on. Medical affairs specialist spoke with pt's family member in 2002 and the following info was obtained: pt woke up at 5 a.m. Feeling dizzy. They ended up falling and hitting their head against the wall. They ended up having a concussion and breaking their arm in 2 places. Pt had not attempted to test their own blood glucose level or taken their diabetes medication that morning. Pt was taken to the hospital. Family member could not recall any blood glucose readings from the hospital; however, they did mention that the pt was treated with insulin. They could not recall how long the meter had not powered on. Pt takes glyburide and had been taking their set amount, even though they were unable to test their blood glucose levels. Based on the info provided; the pt collapsed before they attempted to use their meter. It is unk when the meter started having the power issue. Pt also takes a set amount of diabetes tablets and had maintained their regimen even though they were unable to test their blood glucose level. They were treated with insulin, indicating that they had high blood glucose levels. The customer svc rep walked them through checking that the batteries were good and that they were correctly installed (+ and - signs are aligned correctly). The meter was replaced based on an unresolved issue.